Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('9 weeks post op'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced vaginal cuff dehiscence ("had tear in my cuff that almost resulted in a second surgery"), genital haemorrhage ("severe bleeding") and tenderness ("I am still tender"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, vaginal cuff dehiscence, genital haemorrhage and tenderness outcome was unknown. The reporter considered genital haemorrhage, medical device removal, tenderness and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('9 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vaginal cuff dehiscence ("had tear inmy cuff that almost resulted in a second surgery"), genital haemorrhage ("severe bleeding") and tenderness ("I am still tender"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, vaginal cuff dehiscence, genital haemorrhage and tenderness outcome was unknown. The reporter considered genital haemorrhage, medical device removal, tenderness and vaginal cuff dehiscence to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.